Event description:
Through the journal article ""an unusual case of bia-alcl associated with prolonged/complicated biocell-textured expander, followed by smooth round breast implant exposure, and concurrent use of adalimumab" author reported left side tissue expander ruptured after 8 months and was replaced with another tissue expander. Patient later developed alcl.

Manufacturer narrative:
Information in this mw relates to submitted mw2646137, mrf report #: 9617229-2022-19098. This mw reflects additional patient device history of implant. (B)(6). The event of bia-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: alcl. Citation: akhavan, a. A., wirtz, e. C., ollila, d. W., & bhatt, n. (2021). An unusual case of bia-alcl associated with prolonged/complicated biocell-textured expander, followed by smooth round breast implant exposure, and concurrent use of adalimumab. Plastic & reconstructive surgery, 148(2), 299¿303. Https://doi.org/10.1097/prs.0000000000008155.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl. Since this report is for a implant history device, allergan medical safety determined that the appropriate event code for this situation will be lymphoma-alcl-suspected. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event

Event description:
Through the journal article "an unusual case of bia-alcl associated with prolonged/complicated biocell-textured expander, followed by smooth round breast implant exposure, and concurrent use of adalimumab" author reported left side tissue expander ruptured after 8 months and was replaced with another tissue expander. Patient later developed alcl.